Manufacturer narrative:
Mooney, r., goldberg, k., wong, d., & roehrborn, c. (2020). Convective radio frequency thermal therapy for treatment of benign prostatic hyperplasia: single office experience with 255 patients over 4 years. Urology practice, 7(1), 28-33. Https://doi.org/10.1097/upj.0000000000000061 there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in urology practice that a retrospective review was conducted to evaluate the durability of the convective radio frequency thermal therapy for treatment of benign prostatic hyperplasia out to 4 years postoperatively. A total of 255 patients who underwent the procedure from a single surgeon was performed, including 25 patients from the rezum ii study, from march 2014 to april 2018. Maximum urinary flow rate, I-pss (international prostate symptom score), I-pssqol (quality of life), post-void residual, medication use, and adverse events were monitored. Data were analyzed at baseline, and 3, 6, 12, 24, 36 and 48 months after treatment. Statistically significant improvement in maximum urinary flow rate, I-pss and I-pss-qol appear to be durable through 48 months, with improvement greater than 50% at most recent follow-up. A similarly low reoperation rate compared to the most recent data from the rezum ii study, but with higher rates of urinary tract infection and urinary retention was reported. Overall satisfaction with the procedure experience and the outcome was high. In addition, most of the patients were able to stop all medication.